Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock when the morphology did not detect a supraventricular tachycardia rhythm. A programming change was made. The patient condition is good.